Event description:
It was reported that they stated the arctic sun device was not cooling in manual control. A check of the diagnostics showed chiller temperature was at 4.4, outlet control temperature was at 30c, mixing pump command was 100 percentage. They discussed that was indicative of a failed mixing pump. They also discussed the 2000-hour service. They stated they would order the parts and repair the device onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they stated the arctic sun device was not cooling in manual control. A check of the diagnostics showed chiller temperature was at 4.4, outlet control temperature was at 30c, mixing pump command was 100 percentage. They discussed that was indicative of a failed mixing pump. They also discussed the 2000-hour service. They stated they would order the parts and repair the device onsite.